Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). ¿ problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 03mar2020 to date 03mar2021. ¿ complaint trend: there are 7 complaints related to a leakage of biohazard from the sit not contained within the instrument. Date range from 03mar2020 to date 03mar2021. ¿ manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6), file # 659180-659180-r659180000468-106350467-19, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the exact root cause of the leakage could not be determined. However, several possible causes to the leakage have been identified. The customer reported that the instrument had been dripping from the sit, and efforts to fix the leakage by running sit flushes have not improved the issue. Before a work order could be created to assist the customer in solving the issue, the customer reported that the dripping had gone away and that the instrument was working as intended. No parts were requested for evaluation as there were no parts replaced. Several possible causes of dripping from the sit include clogs, blockages, and damage to the v8 pinch valve line or the fluidics lines. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Clogs and damage to the tubing can also affect airflow through the v8 pinch valve and may lead to leaking and carryover issues. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: n/a, case # 01281024 install date: 08nov2019 defective part number: n/a description information: o subject / reported: the liquid drips when the sit flush is applied while measuring manually. O problem description: the liquid drips when the sit flush is applied while measuring manually. Case comments: o ¿phenomenon¿when measuring manually and applying sit flush, the liquid drips. I want to check if the suction is bad. I'm using biohazard, but I think it's bad for the liquid to drip. O ¿correspondence¿symptoms occurred on march 1st. It seems that I haven't used it since the end of the year. I have performed sit flush multiple times, but it does not improve. I smoked clean during sit flush, but it doesn't improve. I sent an email to inform you how to improve the pinch tube. O ¿result¿waiting for a callback. O we have received a reply and it has been improved, so we will complete the response. ¿ returned sample evaluation: a return sample was not requested because there were no parts replaced. ¿ risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o azure ID: 89169 o ID: libivd-ra-61 2.1.6 o reg status: ivd; ruo o hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: - sit design to capture back drips. - provide instruction for universal precautions. O req link (azure ID): 93132 libivd-did-262 sample preservation during pause o implementation verification: - lsvn-1008-dp sit backflow control - libivd-se-15-51ir o effectiveness verification: - lsvn-1008-dr - libivd-se-15-51ir o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none o azure ID: 89170 o ID: libivd-ra-62 2.1.7 o reg status: ivd; ruo o hazard: exposure to biological sample. O cause: back drip from injection port. O harmful effects: degraded instrument performance (sensors, moving parts) requiring fse visit to repair damages o risk control: sit design to capture back drips. O req link (azure ID): 93132 libivd-did-262 sample preservation during pause o implementation verification: lsvn-1008-dp sit backflow control o effectiveness verification: lsvn-1008-dr o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause of the leakage of biohazardous material not contained within the instrument could not be determined. ¿ conclusion: based on the investigation results the root cause of the leakage of biohazardous material not contained within the instrument could not be determined. This was due to the issue being resolved before an fse or tsr could assist the customer in the repair and find the exact cause. Some possible causes of the dripping from the sit include clogs, blockages, or damage to the v8 pinch valve line or fluidics lines. The customer had not come in direct contact with the leakage and thus no one was harmed or injured, and no medical diagnosis had been made. The safety risk is moderate, s3, and there was no impact to the customer health or safety. See h.10.

Event description:
It was reported while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: the liquid drips when the sit flush is applied while measuring manually. 1. Was the leak fluid or air? Fluid 2. Was the leak contained within the instrument? No 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Biohazard 5. Did biohazard leak before or after waste line? Before waste line 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric" biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the liquid drips when the sit flush is applied while measuring manually. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No.